Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient needs to have the device changed out and it has "only been two years since the implant". The status of the device is unknown. No patient complications have been reported as a result of this event.